Event description:
It was reported that a patient had an intermittent stimulation sensation. It was noted that prior to a device revision the patient was getting bilateral stimulation. See MFR. Report #3004209178-2013-02561 for information about the revision. The reporter stated that post-operatively since the revision the patient only got stimulation on the right side. It was reported that a reprogramming attempt was made and impedances were in the normal range of around 1000 ohms. A week later, it was reported that the cause of the issue was not known and the patient was not able to get bilateral stimulation with programming changes. It was noted that no surgery or interventions were planned. The reporter stated that the side that the stimulation was working on was the side with weaker pain. It was noted that the patient's leads had been in since 1998 and they "might be the issue." The reporter stated that it was "unfortunate" the device "wasn't working" as the devices had changed the patient's life and had made a huge difference since she got them. A follow-up report will be made if additional information becomes available

Manufacturer narrative:
(B)(4).